Manufacturer narrative:
(B)(4)

Event description:
Complaint being filed after being notified of the incident by (B)(6), (incident ID: (B)(4)). As per customer description to (B)(4): attempted insertion of arrow radial artery catheterization set designed for radial artery. Pre-procedure the user examined package integrity of single use device. User able to freely advance introducer needle into the catheter and freely draw back. Intraprocedural: when cathelon was used on the patient, the user noted the usual flashback of blood upon entry into the vessel. As the guide wire was advanced within the cathelon sleeve resistance was noted. User unable to advance further. Device removed immediately from the patient. Guide wire inspected and was noted to be kinked; however, remained fully intact. It is noted that the customer is not currently using ultrasound.

Event description:
Complaint being filed after being notified of the incident by (B)(4), (incident ID: (B)(4). As per customer description to (B)(4): attempted insertion of arrow radial artery catherization set designed for radial artery. Pre-procedure the user examined package integrity of single use device. User able to freely advance introducer needle into the catheter and freely draw back. Intraprocedural: when cathelon was used on the patient, the user noted the usual flashback of blood upon entry into the vessel. As the guide wire was advanced within the cathelon sleeve resistance was noted. User unable to advance further. Device removed immediately from the patient. Guide wire inspected and was noted to be kinked; however, remained fully intact. It is noted that the customer is not currently using ultrasound.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The distal end of the spring-wire guide was misshapen and kinked in several places with coil offset. No other issues were identified with the device. The catheter was not returned for evaluation. The outer diameter of the spring-wire guide measured 0.44 mm, which is within specification. The spring-wire guide could not be withdrawn all the way into the device due to the kinking. The spring-wire guide would get stuck on the needle tip bevel. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this kit instructs to firmly hold the introducer needle hub in position and advance the catheter forward with a slight rotating motion over the guidewire. The customer reported issue of the spring-wire guide kinking due to interaction with the catheter was confirmed during the complaint investigation. Visual inspection of the spring-wire guide showed it was kinked in several places. Dimensional inspection was performed on the guidewire and no issues were identified. The catheter was not returned for evaluation. A device history record review was performed and no relevant findings were identified. The probable cause of this issue could not be determined as a complete sample was not returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.